Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 480mg/dl and 200mg/dl at the time of the call. The customer previously had troubleshooting for their pump and was determined that the pump was operating as designed. Customer is calling back for the high pressure test and troubleshooting found that it passed the high pressure test. Customer indicated that there were large air bubbles and customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer was advised to monitor the pump and call back if further issues.